Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient implanted with an implantable neurostimulator (ins) for spinal pain indications reported that something may be going on with the lead. Patient reported that it works for 3-4 months and has been progressively getting worse. Patient stated that when pressure is place on the implant, it feels like it is on. The patient stated that they do not sleep when the implant is on because it presses on the lead. It was reported that it doesn¿t happen when going against the lead but the battery pack. The patient reported that the second implant has not worked like the old one since implant. The patient reported that they met with the manufacturer representative and had reprogramming done and the implant seems to cover more pain issue. The patient stated that they still can¿t sleep with the ins on. The patient stated that they have constant spasms in the lead area, t-7 and t-8 all through their thoracic. The patient reported that there was less pain in the sciatic area but the back spasms are unbearable. The patient believes this could be due to scar tissue attached to the lead head.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.